Event description:
Synovitis, left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (grade 4). This case belongs to a batch of (B)(6) from a (B)(6) containing a collection of data from (B)(6) 1997 to (B)(6) 2010. The pt's medical history was not provided. On (B)(6) 2010, the pt initiated first course of treatment with intra-articular synvisc one (hylan g-f 20) injection, dosage regimen not provided, into left knee. The lot number for synvisc one was not provided. On (B)(6) 2010, the pt experienced synovitis of left knee. The pt also experienced small left knee effusion, however, no aspiration was performed. On an unspecified date in (B)(6) 2010, the pt received treatment with intramuscular depo-medrol (methylprednisolone acetate) at a dose of 1 cc. The event of synovitis of left knee recovered after a duration of 48 hours. The outcome for the event of left knee effusion was not provided. The intensity for the event of synovitis of left knee was moderate and for the event of left knee effusion was mild. The reporting physician assessed the relationship between synvisc one and the event of synovitis of left knee as definitely related. The causality for the event of left knee effusion was not provided by the reporting physician.

Manufacturer narrative:
This case report belongs to a batch of (B)(6) from a (B)(6) from (B)(6) 1997 to (B)(6) 2010. The benefit risk profile of the product is not altered by this report.